Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6fr sheath, after a peripheral intervention procedure. Reportedly, the clip of the starclose se device was deployed; however, the device had to be ¿jiggled¿ a little to fully release the clip. Hemostasis was achieved with the clip of the starclose se device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.